Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that about twenty minutes into an ablation procedure to treat atrial fibrillation, the irrigation port twisted off of the intellanav mifi open-irrigated catheter. There was no irrigation to the top of the catheter, which immediately resulted in a high temperature failure. The issue was corrected with a replacement ablation catheter and the procedure was completed. No patient complications occurred. The catheter will not be returned for analysis.